Event description:
Revision surgery -patient complained of pain and loss of motion on left knee. The pt had a bilateral revision.

Manufacturer narrative:
The pt was revised to remedy pain and loss of motion 9.8 years after prior surgery. The device was not returned for investigational review. The device history record was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. This complaint is for the left knee; complaint (B)(4) is for the right knee, as the pt had both knees operated on. It is unclear if pain and loss of motion applied to both knees or one symptom per knee. This is the first complaint for this part number. No info was provided regarding pt activity, accidents, or medical contra-indications that would cause pain or loss of motion. There are no indications of material, design, or mfg problems with the device.